Event description:
It was reported during knee arthroplasty that the surgeon attempted to seat an articular surface in the tibial tray; however, the articular surface screw was unable to be screwed in. A second articular surface implant was opened; however, the same issue occurred. Finally, a third articular surface was opened and yet the same issue occurred again. It is unknown how the procedure was completed; however, no adverse events have been reported to date. Attempts have been made; however, no additional information was reported.

Manufacturer narrative:
(B)(4). G2 - report source - foreign: event occurred in france the complainant has not yet indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the returned articular surfaces identified no damage to the implants and the support screws exhibited minor nicks and dings where the threads begin, however, the reported event could not be confirmed. Dimensional analysis of the articular surfaces determined they were conforming to print specifications where measured. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1, a2, a3, a4, b4, b5, b7, e1, e3, g3, g6, h2, h6, h11.

Event description:
It was reported during knee arthroplasty that the surgeon attempted to seat an articular surface in the tibial tray; however, the articular surface screw was unable to be screwed in. A second articular surface implant was opened; however, the same issue occurred. Finally, a third articular surface was opened and yet the same issue occurred again. The surgeon decided to use the third articular surface, however, it was unable to be fixed. No adverse events have occurred since the procedure and there is no plan to revise at this time. Attempts have been made; however, no additional information was reported.